Event description:
It was reported that during an unknown procedure the jaw could not open after the first firing. Finally the surgeon opened the jaw by forceps. Changed to new device and reload to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the 6tb45 device was received with the firing mechanism damaged and with a 6r45b reload loaded in the device. The reload was received fully fired with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.